Event description:
Product not administered correctly; right knee swelling down to foot; right knee pain down to foot/pain returned; right knee effusion. Information was received from a female patient, with a medical history of osteoarthritis and cortisone injections who experienced right knee pain and swelling that went down to her foot, right knee pain that returned and right knee effusion after receiving synvisc that may have not been administered correctly. The patient completed her cycle of synvisc injections in 2006. The same night following her third synvisc injection, the patient developed pain and swelling that began on the left side of her right knee and continued down to her right foot. The patient said that her physician mentioned that the product may not have been administered correctly. Her physician later (unknown date) drained the right knee and gave her a cortisone injection. It was noted that prior to receiving synvisc, the patient would normally get cortisone injections in the right knee a few times a year. Following the physician's intervention, the patient said that her symptoms resolved and se had received no medical intervention for knee pain since then. At the time of this report, the patient's right knee pain was beginning to return. It had been discussed that she may need a future knee replacement.